Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The probable root cause attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. Additional observation related to the customers complaint: the instrument was found to have a broken monopolar yaw pulley at the distal clevis. Broken pieces are missing as a result of breakage. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The probable root cause is typically attributed to the use conditions, such as excess force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of a permanent cautery hook instrument was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in regard to the broken robotic arm. The instrument was noticed before the patient entered the room. There was a broken silver cable. The hook was still attached. No pin was missing or dislodged. No thermal damage was noted. There was no functional issue noticed in relation to the cautery. The cable was noticed before the case started. The instrument did not reach the patient. There was a backup instrument used. No picture was taken of the tip.